Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient's right ventricular (rv) lead has showed a high spike out-of-range pacing impedance measurement and since then, the measurements have dropped to normal limits. Isometrics and pocket manipulation did not show any reproducible issue. The shock impedance has raised a little bit too, from 60 ohms at implant to 76 ohms, and the capture thresholds have decreased. In addition, technical services (ts) noticed that the right atrial lead is also showing some parallel changes and indicated that there may be something physiologic happening to the patient that is causing these changes, but do not specifically seem to be system or lead related. This rv lead remains in service and no adverse patient effects were reported.